Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after having the pump submerged in 6 inches of water for 3 minutes, the pump declared an altitude alarm. There was nothing covering the speaker holes at the time of the alarm. After removing the cartridge for 5 minutes and reattaching it, the alarm cleared and insulin delivery was resumed. Blood glucose was 180 mg/dl.